Event description:
Boston scientific crm received information from an implant form that this device was explanted for unknown reasons. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
External visual inspection identified fluid contamination in the lead barrels. There was a hole in the right atrial (ra) positive seal plug. All of the other seal plugs were intact and all of the set screws operated normally. Engineering calculations determined that this device did not meet expected longevity. The device was put through and passed therapy verification testing. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report (ppr).

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. There was no elective replacement indicator (eri) timestamp and the device had triggered an end-of-life (eol) indicator prior to the date of explant. The device is currently undergoing laboratory testing.